Event description:
This even was reported via a manuscript of an (B)(4) study. The study was done to evaluate whether an absorbable hemostatic agent is safe and effective when used as a prophylactic agent covering the raw cut surface during the hepatectomy to reduce the volume and duration of drainage. The patient underwent a hepatectomy on unknown date and an absorbable hemostatic agent was used, the orc was covered on the resection surface. The patient developed a symptomatic pleural effusion requiring aspiration. The patient recovered uneventfully. Additional information has been requested.

Manufacturer narrative:
(B)(4). As labeled in the "contraindication section" of the IFU, absorbable hemostat should not be used on non-hemorrhagic serous oozing surfaces, since body fluids other than whole blood, such as serum, do not react with an absorbable hemostat to produce satisfactory hemostatic effect. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.